Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 57.8 cm distal to the is-1 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The fixation helix was not returned. The distal end was found bent. These damages probably occurred during the implantation procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was attempted for a lbbap implant. Helix was stuck, would not retract, and remains in the patients tissue in the body. No adverse patient events were reported. Should additional information become available, this file will be updated.